Event description:
Purple sheet came apart from end. No patient injury and no intervention reported.

Manufacturer narrative:
The sample was received in 3 portions: portion 1 was the hub/bushing with a portion of catheter on the bushing, in the correct manufactured placement and extending to the end of the hub, there were traces of dried bodily fluids/meds. Portion 2 was a portion of catheter tubing which had traces of dried bodily fluids/meds and occlusion; end one was where it separated from portion 1 and end 2 as at approximately the 15cm tick mark. Portion 3 was the lavender strain relief. Microscopic evaluation revealed damaged, jagged, uneven edges and slight flaring at the area of separation of portions 1 and 2, which was a result of stress. Portion 2: noted there was a bend to the catheter tubing in the area below the separation and end 2 (current tip) was trimmed on an angle. Portion 3: no damage of abnormalities was noted to the lavender strain relief. The cause of the separation of the lavender strain relief and the jagged break at the catheter tubing was a result of stress from misuse/mishandling in the user environment. L-cath catheters are 100 percent inspected throughout the manufacturing process. L-cath catheters are pull tested as per specification (catheter to luer tensile strength for all gauges) and are also 100 percent pressure tested to ensure strength and integrity prior to acceptance. The pressure (flow/leak) testing detects leaks and occlusions. This catheter was flow/leak tested per specification at time of manufacture and passed. Per the manufacturing specification, a controlled sample is pull tested for strain relief to bushing tensile strength for this specific gauge. Additionally, there are many warnings and cautions in the IFU related to actions that could damage, weaken, rupture, or compromise the catheter. Since this issue has been attributed to misuse/mishandling, many inspections are conducted throughout the manufacturing process, and there are several warnings/cautions listed in the IFU, a corrective action will not be initiated for this incident.